Event description:
Boston scientific received information that left ventricular (lv) lead was dislodged. Additional information received that this lv lead exhibited high lead pacing impedance and the cause was not determined. The lv lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.